Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. On (B)(6) 2015, the patient admitted to the hospital with altered mental status, left sided-weakness and slurred speech. Computed tomography was performed an showed an endoleak type iiia. The physician elected to implant a zenith aui graft and follow-up imaging showed no evidence of leak. Subsequently, the patient became hypertensive and believed to have bilateral embolic stroke from pfo found on echocardiogram and was take off mechanic ventilation. The patient woke up with a stroke and made no neurologic recovery. The family decide to withdrew medical on (B)(6) 2015 and the patient expired.

Manufacturer narrative:
Based upon the clinical assessment, the reported endoleak iii is inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. However, cautionary product use conditions that might have contributed to this event included: the inability to tolerate contrasted image surveillance [due to plain film monitoring and non-contrasted computer tomography imaging]; or, alternatively, medical non-compliance regarding surveillance monitoring; and, patent lumbar arteries.